Event description:
Vascular occlusion [vascular occlusion] case narrative: united states report received from a nurse via company representative on 04-mar-2024 and refers to a female patient unknown age, who had received rha 4 for an unknown indication. The patient's medical history was not provided. Concomitant medications were not provided. On (B)(6) 2024 (reported as friday), the patient received an 0.1 ml of rha 4 in the pyriform space and the injection was superficial. On (B)(6) 2024, the patient experienced vascular occlusion. Initial onset of symptoms was noted as pale nostril. The patient was treated with 17 vials of hyaluronidase the day of injection. The patient was improving and cap refill between 2 to 3 seconds, and the area and glabella were modeled with pain. On (B)(6) 2024 (reported as sunday), the patient received 17 vials more of hyaluronidase with 3 more given on (B)(6) 2024. The patient was also treated with hyperbaric oxygen. At the time of report, the patient was taking prednisone, keflex (cefalexin) and aspirin (acetylsalicylic acid) 325 po daily. At the time of this report, outcome of the event was not resolved. The intensity of the event was not reported. The product was available for return. Health effect ¿ clinical code: e2328, obstruction/occlusion. The pictures of the patient post treatment were provided. No additional information was available at the time of this report. Case comment: a causal relationship between the rha4 and reported vascular occlusion is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the information reported. The company will continue monitoring the benefit-risk profile for the product.